Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently the pts received more IV fluids than intended. The tubing sets were being used to deliver unspecified amounts of 5% dextrose and lactated ringer's solution. The nurses used the cair clamp to regulate the flow rates. After unspecified lengths of time in use, it was reported the flow rates are "much faster then they thought because the entire bag empties faster than it should." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device info letter dated september 20, 2007. See attached letter.